Event description:
Patient implanted with a 2.0 mm lcp (tm) t-plate and screws, (metacarpal) on (B)(6)-2011 returned to surgeon for a follow up visit. X-ray showed the late was broken. Patient was returned to operating room on (B)(6)-2011 with only the small piece that was broken being removed. Surgeon revised the patient removing the small broken piece of the plate only with remaining larger piece of the plate not removed and added k-wire.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn as no product was returned.